Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the operator had opened the proglide but did not need to use it so decided to show a trainee how the device works by deploying it on the table. After completing the necessary steps he removed the plunger to find the needles had no sutures attached. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture attached to the needles when the plunger was removed¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.